Manufacturer narrative:
The insulin pump had compromised force sensor system alarm during prime test at 4 lbs due to faulty force sensor resistor. No unexpected pump resetting during testing. The insulin pump passed the unexpected restart error test.note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's brother reported via phone call that they received compromised force sensor system alarm. The customer's blood glucose was 230 mg/dl at the time of incident. The customer's brother stated that the insulin was squirting out during manual prime process. The customer's brother stated that the insulin pump was not dropped or bumped prior to the compromised force sensor system alarm. The customer's brother stated that the drive support cap appeared normal. The customer's brother was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.